Event description:
It was reported that the patient underwent a revision surgery due to infection. A new non-readapt polar cup was implanted so the subject is no longer enrolled in the study. There is no confirmation that the other devices were from smith and nephew.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that no medical records have been received on this complaint. The reported event cannot be assessed and a thorough medical assessment cannot be performed. When notification has been made that all medical documentation has been provided, this complaint will be re-evaluated and a thorough medical assessment rendered. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the sterilization records revealed the batch was sterilized within normal parameters. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Infection is a complication associated with any surgery. Some potential probable causes could include contamination, patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.